Event description:
Surgeon reported: "during bilateral scorpio knee arthroplasty procedure: scorpio anterior skim cutting guide loose in femoral valgus alignment guide - also worked loose during bone cut with saw (after tightening). Surgeon concerns expressed with regard to inaccurate anterior bone cut depth. The surgeon reported that this was apparent with both left and right knees using separate instrument sets for each side. Surgery completed successfully with existing instrumentation. "

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.